Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a ¿call service alarm¿ occurred. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/13/2015 with the following findings:the reported issue could not be adequately investigated due to the failure of the pump to power on; no conclusions could be determined in regards to the reported issue. Evidence of moisture ingress was observed behind the display lens. The pump case was observed to be cracked near the bottom right corner of the display. The pump failed a leak test due to the aforementioned pump case damage. The pump case was removed, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.